Event description:
A customer reported a cartridge alarm issue. There was no adverse impact to the customer's blood glucose level. Technical support confirmed cartridge alarms with consecutive cartridges and decided to replace the pump. Although the pump was under warranty, the customer was advised to continue using the current pump until the replacement arrived. Instructions were provided for returning the problematic pump, and the replacement pump would include updated software. Training information would be available in the customer's tandem source account, and no signature was required for delivery.